Manufacturer narrative:
Approximate age of device: 20 days. The approximate age of the device is estimated. The vad coordinator reported that the patient was implanted in (B)(6), but did not provide the exact date and a device tracking form has not been received. The lvad was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of vad-16242. Upon disassembly of the returned pump, depositions of blood and tissue were found in the lumens of the knitted graft and inlet elbow. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood extending from the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The areas that were in direct contact with the inlet and outlet bearings, appeared significantly denatured. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh, increase pump power, decreased pi. Pump on the (B)(6) with low flow and low speed. Pump exchange performed. Additional information also indicated: pump thrombosis, hemolysis, heart failure, abnormal pump parameters and intravenous anticoagulation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that initially, the patient's physicians had been waiting for a heart to become available for transplant because the patient has hypercoagulation issues; however, the patient was implanted with the lvad on approximately (B)(6) 2015. On 01/19/2015, the patient's pump started having power elevations. The patient had been on angiomax and aspirin since implant and remained in the hospital. Reportedly, they had somewhat expected an increased risk for thrombus formation. On (B)(6) 2015, the patient's pump started sounding red heart/low flow alarms and there was decreased blood flow through the pump. The team decided to exchange the pump. Upon exchange, it was reported that a clot was noted from the elbow of the inflow all the way to the outflow graft. The patient's post-exchange anticoagulation regimen includes angiomax, aspirin and persantine.